Event description:
It was reported that the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026 and the patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 3based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.